Event description:
Product was used following a diagnostic catheterization procedure. During insertion of the collagen, the sheath separated from the hub. Hemostasis was achieved with manual compression with no complicaitons to the pt.